Event description:
The patient reported dystonia and lump previous site reaction, also reported blood in the cannula and was treated with medication, however no malfunction related to infusion set.

Manufacturer narrative:
Customer entity: abbvie inc, country: united states, street: 1 north waukegan road, city: north chicago, state: illinois, zip code: 60064. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.